Manufacturer narrative:
A steris service technician identified the hose that separated was located between the facility isolation valve and a/b prefilter assembly. The hose was previously installed by the user facility. The technician also identified the facility water pressure was over 90 psi which is outside the system 1e water pressure specification. The technician repaired the unit with steris hoses and returned it to service. In addition, a water pressure regulator was installed to ensure the water pressure does not exceed the system 1e specification. No further issues have been reported.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that a hose separated from their system 1e allowing water to flow from the unit. The hose that separated from the system 1e was a non-steris hose. No injuries or procedural delays/cancellations were reported.